Manufacturer narrative:
As the meter sn was not provided by the facility the manufacture date is unknown. In addition, the health care facility stated they will not be returning the meter or test strips for investigation. As a result, no product investigation is anticipated to be performed. If however, the products are returned an investigation will be performed and a supplemental report will be sent once new information is obtained. This is a final report

Event description:
A health care facility representative reported that on (B)(6) 2010 at 11pm, a patient on their unit received an pxtra meter reading of 2.6mmol/l and was given a glucose drink. It was then reported that the patient "developed diabetic ketoacidosis and went into a coma" shortly after. No treatment intervention was reported by the hospital representative. In addition, follow-up information from the hospital stated that as of (B)(6) 2010, the patient had "regained consciousness and was recuperating at the hospital." In addition, the hospital representative reported that the facility did not wish to return the meter or test strips for investigation. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a342) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).